Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter and char was found. After the procedure, when the catheters were checked, chars were found to be attached on part of the octaray. Catheter was collected and the procedure was completed. There was no patient consequence. There were no error messages or product problems during use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 25-sep-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
After the procedure, when the catheters were checked, chars were found to be attached on part of the octaray. Catheter was collected and the procedure was completed. There was no patient consequence. There were no error messages or product problems during use. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no char residues were observed. An irrigation test was performed, and the device was irrigating correctly, no obstructed hole was observed. No irrigation issues were observed. An electronically erasable programmable read only memory (eeprom) verification was performed to find the lot number; however, during the reading an eeprom error appeared on the system. A manufacturing record evaluation could not be performed since the lot number could not be obtained. The char issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The eeprom error was not related to the reported event and the potential cause could not be determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: software problem identified (c10) / investigation conclusions: cause traced to component failure (d02) / component code: memory/storage (g0200702) were selected in relation to the eeprom error. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported char issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).